Event description:
Reporter states that the patient experienced pain and swelling. It is the surgeon's belief that the insert has either worn and/or fragmented. The insert is still implanted in the patient.